Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The patient's mother reported that on (B)(6) 2011 the patient was hospitalized with a blood glucose of 450 mg/dl, nausea, vomiting, and large ketones. The patient was reportedly treated with intravenous insulin and fluids and was discharged. The patient's bg reportedly elevated again on (B)(6) 2011 to 350 mg/dl; the patient was taken to the hospital and treated with insulin via syringe. The mother reported that the patient's site was changed on (B)(6) 2011 and the patient's bg started to elevate. The mother reported that the site was next changed on (B)(6) 2011; the site was not changed after the first hospitalization. The mother denied any redness, blood, or lumps at the site and the patient reportedly rotated sites appropriately. The patient's bg remained around 200 mg/dl after the new site change. (B)(4) concluded that the elevated bg was due to a site issue. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.